Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it is presumed that the material was plastic. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had defects around the plastic distal end cover or the forceps elevator as the elevator was not working. This was found during reprocessing. There was no report of patient harm. The device was returned, evaluated, and a plastic object was found lodged inside the forceps elevator lever entry. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the plastic object found inside the forceps elevator lever entry, other evaluation findings are as follows: there were incorrect labels found; the play of the right / left / up / down control knobs were loose; the distal end plastic cover had minor dents; the objective lens glue and light guide lens glue were worn; the light guide lens was chipped; the bending section cover glue was cracked; the bending section had a dent; and there were minor scratches on the insertion tube and the light guide tube. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.